Manufacturer narrative:
Date of event, serial number and UDI section, name and address is unknown: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a fluid warmer is faulty. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.